Event description:
Boston scientific corporation became aware of the following event from referenced literature article "dose-intensified stereotactic ablative radiation for localized prostate cancer". It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. The implant procedure was noted to have occurred greater than or equal to five days prior to radiation treatment. Three gold fiducial markers were also placed in the right lateral base, right apex and left anterior mid gland. The study analyzed the patient from 2015 to 2019. It was then reported the patient experienced a rectal ulcer on an unspecified date. The rectal ulcer required diversion at approximately six months and a subsequent rectourethral fistula occurred. Abdominal perineal resection and cystoprostatectomy with diversion of both urine and bowel was then performed. It was also reported there was marked rectal wall infiltration, on an unspecified date. The patient's outcome is unknown. The patient received linear-accelerator-based stereotactic ablative radiation (sabr) to 45gy in five fractions.

Manufacturer narrative:
Initial reporter health professional: healthcare professional was estimated to yes based off event details. Report source: literature source: chen l, gannavarapu br, desai nb, folkert mr, dohopolski m, gao a, ahn c, cadeddu j, bagrodia a, woldu s, raj gv, roehrborn c, lotan y, timmerman rd, garant a and hannan r (2022) dose-intensified stereotactic ablative radiation for localized prostate cancer. Front. Oncol. 12:779182. Doi: 10.3389/fonc.2022.779182. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "dose-intensified stereotactic ablative radiation for localized prostate cancer". Literature source: chen l, gannavarapu br, desai nb, folkert mr, dohopolski m, gao a, ahn c, cadeddu j, bagrodia a, woldu s, raj gv, roehrborn c, lotan y, timmerman rd, garant a and hannan r (2022) dose-intensified stereotactic ablative radiation for localized prostate cancer. Front. Oncol. 12:779182. Doi: 10.3389/fonc.2022.779182. It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. The implant procedure was noted to have occurred greater than or equal to five days prior to radiation treatment. Three gold fiducial markers were also placed in the right lateral base, right apex and left anterior mid gland. The study analyzed the patient from 2015 to 2019. It was then reported the patient experienced a rectal ulcer on an unspecified date. The rectal ulcer required diversion at approximately six months and a subsequent rectourethral fistula occurred. Abdominal perineal resection and cystoprostatectomy with diversion of both urine and bowel was then performed. It was also reported there was marked rectal wall infiltration, on an unspecified date. The patient's outcome is unknown. The patient received linear-accelerator-based stereotactic ablative radiation (sabr) to 45gy in five fractions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block e2: healthcare professional was estimated to yes based off event details. Block g2: literature source: chen l, gannavarapu br, desai nb, folkert mr, dohopolski m, gao a, ahn c, cadeddu j, bagrodia a, woldu s, raj gv, roehrborn c, lotan y, timmerman rd, garant a and hannan r (2022) dose-intensified stereotactic ablative radiation for localized prostate cancer. Front. Oncol. 12:779182. Doi: 10.3389/fonc.2022.779182. Block h6: patient code e2314 captures the reportable event of a fistula. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: additional information was received on september 14, 2022, indicating the event reported under this report (MFR report number) is a duplicate of a previously reported event under MFR report number 3005099803-2021-02749.